Event description:
In 2009, the patient reported that his blood glucose was elevated last night, and he does not believe his infusion device is delivering insulin. He stated that last night his blood glucose measured 309 mg/dl at 7:10pm and he bolused (amount unknown) through the infusion device. At 7:57 pm his blood glucose measured 309 mg/dl and he again bolused (amount unk) through the infusion device. He then switched to his backup infusion device and at 8:43pm his blood glucose measured 368 mg/dl and he injected 12 units of insulin via syringe. At 9:12pm his blood glucose measured 329 mg/dl and he injected 10 units of insulin via syringe. At 10:31pm his blood glucose measured 306 mg/dl and he injected 10 units of insulin via syringe. His blood glucose began to decrease and measured 103 mg/dl at 6:50 am in the following day. His target blood glucose range is 80-120 mg/dl. The patient was instructed to bolus 2 units of insulin and no insulin dripped from the end of the infusion tubing. He was instructed to remove the infusion tubing and to bolus 2 units out of the adapter and no insulin dripped from the end of the adapter. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.